Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the phasix st mesh (device 1). An additional supplemental emdr was submitted to represent the ventrio st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2016 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of phasix st mesh (device 1). Per op notes, ¿a midline incision was made around the umbilicus and the old recurrent incisional hernia scar. The hernia sac was identified and excised. The old synthetic mesh was excised. A phasix st mesh (device 1) was placed into the peritoneal cavity and secured with sutures.¿ on (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with partial excision of phasix st mesh (device 1) and implant of ventrio st mesh (device 2). Per op notes, ¿an elliptical incision was made around the old incision scar. The hernia sac was identified with some serous fluid. It was suctioned free from the wound and dissected the capsule off the underlying scar tissue. A slight bulge in the scar from the absorbed hernia patch and some residual patch was noted which was excised. A ventrio st mesh (device 2) was placed in the peritoneum and tacked to the fascia with absorbable tackers and secured with sutures.¿ on (B)(6) 2017 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿an incision was made over the ventral hernia. The hernia sac was identified and omentum was dissected. The previously applied mesh was noted to be detached from the right side of the abdominal wall. Adjacent hernias were noted in the superior and inferior to the mesh. The hernia involved only the omentum. Adhesions between the omentum and the peritoneum were lysed. The defect was measured and the redundant sac was excised. Bilateral tap blocks were performed. A synthetic mesh was placed into the defect and tacked to the fascia with tacks and secured with sutures.¿